Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/28/2019. One broken needle was received for evaluation. Suture received in a partially disintegrated condition. The needle was visually inspected under magnification and it has been observed that several user instrument marks were observed. This indicated that the needle was grasped with force.complaint sample foil was not returned for investigation. Retain samples of incident codes and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. Retain sample suture analysis: knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample meets the usp average knot pull tensile strength requirement. Retain sample needle analysis: the needle retain samples were visually inspected for physical appearance like shape, point, length etc. Attribute defects such as bend, cracked barrel, bore diameter, wire diameter and were found satisfactory. No defects were observed in raw needle retain sample. Stiffness test was performed to check the behavior of the needle material and process control.all individual stiffness values were found to be above average in-house requirement for stiffness test. All the individual % stiffness values & ductility test values along with individual. Knot pull tensile strength values were found to be meeting specification requirement.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Batch manufacturing records t8029 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value, needle pull-off value and moisture test results and found to meet the specification requirement. The single complaint was reported with multiple events. There are no additional details regarding the additional events. The following information was requested, but unavailable: specific number of procedures device issues occurred. For each procedure, please provide, event date. Specific number of devices involved. Quantity involved. For each device explain the issue occurred. Any adverse patient consequences? What medical/surgical intervention was performed to manage them. How was case completed?

Event description:
It was reported that a patient underwent a tympanoplasty procedure on (B)(6) 2019 and suture was used. The needle bending, breaking of needle and breaking of thread during use. There were no adverse patient consequences reported.